Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during a secondary infusion. The vbti (volume to be infused) primary (250 mls normal saline) secondary (250 mls remdesivir 100mg), flow rate ¿ primary (0, except at end of secondary used to flush) secondary (500mls/hour) and dose ¿ remdesivir 100mg. Secondary had leftover antibiotic. The reporter noted that they followed proper procedure for set up, bag height, and lowering primary with the hanger. The distance between the secondary container and the top of the fluid level in the primary container was full length of hanger. The reporter did note that on one of the infusions they were using extended intravenous tubing to allow for the pump to be outside the room and on the other case of under infusing, there was not an extension set used. In both cases the reporter noted that after the pump stopped there was still 15-100ml of solution still left in the bag and they had to reprogram the pump to infuse the remaining amount. The event happened during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.